Event description:
After an implantation period of approx. 59 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned follow-up data. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned follow-up data have been analyzed. Based on the data it is reasonable to assume that the noise resulted from a damage of the lead. There was no indication of the ICD as the root cause of the detected noise. Regarding the reported interrogation difficulties, no root cause could be found from the available data. It cannot be excluded that external communication disturbances might have led to this observation. In conclusion, the devices were not returned for analysis. There was no indication of a material or manufacturing problem.